Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having poor communication. The patient stated (B)(6) 2015 was the last time he recharged and in (B)(6) 2016 patient realized he could not recharge. Patient was redirected to health care professional (hcp) for suspected overdischarge. No patient symptoms or complications were reported in this event. On (B)(6) 2018, additional information was received from a patient. It was reported that patient met with a manufacturer rep in (B)(6) 2017 to attempt resolution. Ins was unable to be turned on. The rep said they could not jump start it due to it being dead for so long. Patient did not use the implant in the summer, since it was not needed due to heat and different activities, so he only used it in the winter. Patient stated it was discussed that a non-rechargeable ins may be more appropriate. Patient stated he met with the doctor in (B)(6) 2017, who asked if the patient had contacted manufacturer to coordinate replacement. It was reviewed with to follow up with hcp to coordinate next steps for replacement. Patient's next appointment was on (B)(6) 2018. Patient did not have the name of the hcp. No further complications were reported/anticipated. On (B)(6) 2018 additional information was received from the patient. Patient provided the date they met with the rep. Patient provided the weight information . Patient did not know the name of the hcp but provided the facility information. The replacement date was not set to date. Patient planned to call the clinic next week and try to schedule the replacement. Hcp recommended to patient to get a non-rechargeable device. Patient added that he fell back in (B)(6) 2016 at work. The fall was not due to the devices but he landed on his back where the device is. After that, his pain got worse. Patient stated that the fall might be the reason for the device not working. No further complications were reported/anticipated. On (B)(6) 2018 -(B)(6) it was reported that patient had not been seen by any manufacturer representative.